Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported patient has a discomfort at the device site when she increased stimulation last week and is having problems sleeping on the opposite side of the implant. Patient¿s opposite side of her back and hip are miserable at night. Patient said they were 'miserable' because she was having this strange kind of pain, kind of an achy pain and it keeps disturbing her sleep and she gets up at night trying to get more comfortable. The patient didn't know if something was going on where a nerve wasn't happy or something but it was just something she noticed that happened all of a sudden when she had increased stimulation. Patient stated she has had pain/discomfort at incision site but that's kind of been an ongoing thing and she noticed it when she was doing different activities or how long she'd been sitting or what she had been doing she is real aware of it and it¿s a very tender area. There were no falls or trauma related to this issue. It was reviewed that the patient had the option of turning therapy down or off to see if this resolves issue, and patient stated she would turn stimulation down to see if this resolved issue and if it didn't would follow up with her physician. Patient stated she didn't feel like she was educated on the device well and asked how she would know if she needed to change programs and which one she would change to if need be; this information was reviewed. No further complications were reported or are anticipated.